Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing an irritation. The patient reported that the irritation was on his back under the therapy electrode pads and that the irritation appeared to be small itchy bumps with no open areas or discharge. The patient added that he has skin sensitives and that he takes fifteen medications which he believes could have caused the irritation as well. The patient was reportedly treating the area by cleaning it with alcohol. During the last follow-up, the patient reported that he would be visiting his physician to discuss the irritation and advised that further follow-up was not needed. The patient's medical outcome is unknown.